Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a clinician did research of inactive riata leads that presented with signs of malfunction likely related to insulation breach. The lead was capped and replaced in 2007 due to noise, decreased sensing threshold, and increased capture threshold.